Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported a programming error on the fentanyl infusion. The pump was set in anesthesia mode and the clinician used ¿mcg/kg¿ profile to program the fentanyl drip (concentration: 50mcg/ml). However, it was reported that the intended fentanyl dose unit was in ¿mcg¿ only (34mcg, not 34mcg/kg). On (B)(6) 2023 at 1830, the clinician reportedly entered ¿34¿ (mcg/kg) and did not notice the difference in the dosing unit. Since the device was set in anesthesia mode, it fired a soft limit alert to which the clinician reportedly overrode. Upon hospital¿s review of the infusion report, it was found that the total volume infused at 1834 was 10.1ml, which is approximately ¿500mcg of fentanyl¿ according to the customer. The infusion report also showed that the medication was infusing at a rate of 697.7ml/hr. Between 1830 and 1834. There was patient involvement, but unknown harm. Although multiple requests have been made, no further event information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incorrect under infusion of fentanyl due to programming error. The clinician intended to program units of 34 mcg/kg, however the infusion was programmed in units of 34 mcg. During programming, the pump displayed a soft limit alert which the clinician overrode to start the infusion. There was patient involvement, no patient impact was indicated.